Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in united kingdom (returned to rrc on 2022-10-07). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective high voltage power supply (hvps) board. Then, the defective component (b150344a / hvps platine, esg-400.) Was forwarded to the manufacturer for another technical examination which confirmed the rrc¿s evaluation result. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during start-up for an unspecified procedure, at an unknown date, the screen went black as soon as the camera head was touched and the electrosurgical generator esg-400 displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.